Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: catalog no - correction d4: lot no - additional information d4: expiration date - additional information primary UDI number - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ correction h4: device mfg date - additional information h5: labeled for single use - correction

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.